Manufacturer narrative:
Device sample received by MFR, but investigation is still underway at time of this report.

Event description:
Complaint alleges: it was reported that after surgery the catheter fell out of the pt, the pt was catheterized. No injury or medical intervention reported.